Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had drawer 3.2 failed. The field service engineer replaced the drawer controller and the position sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a black screen. The customer stated that the device is offline the screen is black on pyxis causing a delay in dispensing medication to the patient. The customer changed outlets and attempting to power cycle, light click was heard but the issue stayed back. There were no adverse events or injuries reported based on this event.